Manufacturer narrative:
Medtronic complaint number: (B)(4).

Event description:
Berrevoet f; doerhoff c; muysoms f; hopson s; muzi mg; nienhuijs s; kullman e; tollens t; schwartz mr; leblanc k; velanovich v; jorgensen ln; (2017) a multicenter prospective study of patients undergoing open ventral hernia repair with intraperitoneal positioning using the monofilament polyester composite ventral patch: interim results of the panacea study.medical devices evidence and research. 10:81-88, 2017 purpose: this study assessed the recurrence rate and other safety and efficacy parameters following ventral hernia repair with a polyester composite prosthesis (parietex¿ composite ventral patch [pco-vp]). Patients and methods: a single-arm, multicenter prospective study of 126 patients undergoing open ventral hernia repair with the pco-vp was performed. A total of 126 patients were enrolled between may 3, 2013, and july 10, 2014, at 12 centers in europe and the us. The majority (87.3%) of patients was treated for an umbilical hernia, while 12.7% were treated for epigastric hernia. (50) serous drainage at the incision site 1 (0.8%).